Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the battery appeared to be flipped and would need surgical intervention which was waiting to be scheduled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator for spinal pain. It was reported that the patient was unable to charge and unable to get any coupling bars when charging. The patient was in the clinic on (B)(6) 2017 and the rep was unable to get any coupling bars. Repositioning the antenna did not resolve the issue. Antenna locate was attempted but did not resolve the issue. Prior to the call with the manufacturer on (B)(6) 2017 the rep was just getting 54 on the antenna locate results. The rep started antenna locate away from the patient and then brought the recharger antenna to the skin over the ins but the rep only got a slight difference in antenna locate results, 50 to 56. The rep did not have access to another recharger to charge the ins. The rep said the typical coupling according to the physician programmer was four. The patient also said that they usually got four coupling bars. It was reported that the ins was too deep and possibly flipped. The patient was overweight and it was difficult to feel her ins. It was noted that the patient¿s ins was in the flank-abdominal area. No x-ray had been performed to determine if the ins was flipped but an x-ray of the ins was planned. The patient¿s issue with coupling started on (B)(6) 2017. No symptoms were reported.